Event description:
A materials specialist reported that approx three years following bilateral intraocular lens (iol) implants that the pt had poor neuro-adaption. The lenses were exchanged. Add'l info has been requested. There are two medical device reports for this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire has not been received. (B)(4).